Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that all of a sudden, their device stopped working and the stimulation will not turn on. The issue began 4 days ago. Patient mentioned the controller will not turn the device in their body on. Patient confirmed controller powers on and noted when they were walking around the stimulation turned on by itself. Patient stated that they tried to turn the stimulation back on but the vibration wasn't there so they turned the stimulation off and back on again. Patient noted that if they put their head all the way down forward as far as they could go, the stimulation would turn off and noted they informed their manufacturer representative (rep) of this. During the call, agent walked the patient through adjusting their stimulation and patient was on group b. Patient confirmed they can feel stimulation in their lower back and legs where they usually feel it. Agent asked and controller showed adaptive stim was turned on. Agent advised the patient to monitor the issue and call back if further assistance is needed.